Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl; cause was unknown. Candy was consumed to treat the low bg level. System check was performed with tandem technical support and verified that the pump was functioning as intended. Recommendation was made to consult with healthcare provide regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level was not entered into the pump and continuous glucose monitor (cgm) was not in use on (B)(6)/2018. There were no erratic bolus requests. The user changed the active personal settings profile on the evening of (B)(6)/2018.this personal profile contains higher basal values throughout the day. Complaint could not be confirmed. The user¿s settings adjustments could have led to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.